Manufacturer narrative:
Additional narrative: service and repair evaluation was completed for part # 357.372, lot # 5466295. The customer reported the insertion handle and connection screw broke loose. The repair technician reported the pin on the alignment indicator broke off. Damaged component is the reason for repair. The cause of the issue is unknown. The following parts were replaced: replacement alignment. The item was repaired per the inspection sheet, passed synthes final inspection on 7-aug-2017 and will be returned to the customer upon completion of the service and repair process. The evaluation was confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. A device history record (DHR) review was performed for part #357.372, lot #5466295: release to warehouse date: 13 march 2017, manufactured by synthes (B)(6) DHR review for component part # 357.372.1, lot # 5443967: release to assembly 13 feb 2007. DHR review for component part # 357.372.2, lot # 5267471: release to assembly 18 aug 2006. DHR review for component part # 357.372.3, lot # 5436250: release to assembly 20 feb 2007. No ncrs were generated during production. Review of device history records showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. A service history review was performed on part # 357.372, lot # 5466295: no service history review can be performed as part number 357.372 with lot number(s) 5466295 is a lot/batch controlled item. The manufacture date of this item is 13-mar-2007. The source of the manufacture date is the release to warehouse date. The service history review is unconfirmed. The device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the helical blade insertion handle and the connecting screw became extremely loose when inserting the helical blade during a trochanteric fixation nail (tfn) case on (B)(6) 2017, no matter how much it was tightened. The surgical tech took apart the insertion handle (via how it is to be disassembled for cleaning purposes) and reassemble, to make sure it was put together properly. The helical blade was inserted a second time, with the handle and connecting screw continuously being loose. When the surgeon started malleting, the helical blade was in line to impact the nail, but did not go through the assigned cut-out. The flutes of the helical blade were about to pass through the nail, we looked at the x-ray (not available), which showed the most superior portion of the blade, if inserted any further, was going to make contact with the proximal portion of the nail. It was at this time the helical blade was removed. Another tfn locking set was used and attached to the same helical blade and to a different inserter and connecting screw, to which the helical blade was advanced with no further issues. There was a 25-minute surgical delay. The procedure was completed successfully with the patient in stable condition. Concomitant devices reported: mallet hammer (part # unknown, lot # unknown, quantity # unknown). This report is for one (1) helical blade inserter. This is report 1 of 2 for complaint (B)(4).